Event description:
As reported, the pt had originally received a port for antibiotic therapy. When the pt was re-admitted to the hosp for coronary heart failure, they found purulent drainage and the area around the needle insertion site to be infected. The port is still implanted and the infection is being treated with antibiotics.

Manufacturer narrative:
Although no sample is expected to be received, the investigation into this event is still on-going. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).